Event description:
Patient reported the desktop charger was broken at the end where it plugged. The issue began a couple weeks ago or maybe longer. Agent also emailed registration to update address and phone number. Agent closed case. An email was sent to replace the desktop charger. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [desktop charger], model [37761], s/n (B)(6), revealed: bent/ broken connector pins at the end of cable. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that their desktop charger (dtc) cord had broken so they were sent a new one, however now the implantable neurostimulator (ins) wouldn't recharge. Pt said that the ins hadn't been charged for awhile. Pt confirmed that they were seeing the reposition antenna screen when trying to recharge the ins. Agent reviewed possible ins over discharge with the pt. Agent redirected pt to their healthcare provider (hcp), however pt said that they didn't have a hcp or manufacturer representative (rep) since the moved. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response.